Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 378 mg/dl. Reportedly, the customer was unsure of the cause of the elevated bg level. During follow-up, it was indicated that the customer's bg level was returning down to their target range and was at 243 mg/dl at the time of the call. The customer administered a bolus via the pump to stabilize elevated bg levels. Although requested, no additional information was provided regarding the reported issue.